Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported failure to advance resulting in premature deployment appears to be related to circumstances of the procedure. Based on the reported information, it is likely that during the failed attempt to cross the challenging lesion against resistance, the delivery catheter pod was compromised resulting in the filter deploying prematurely during removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the superficial femoral artery (sfa). An emboshield nav6 embolic protection system (eps) was advanced with resistance from the calcified anatomy, became stuck with the anatomy and could not reach the target lesion. The decision was made to remove the nav6 from the anatomy. During removal, the nav6 filter came out of the delivery catheter and remained on the barewire, therefore they were removed as a single unit. A new nav6 was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.